Event description:
It was reported that caller experienced alarm 2 followed by alarm 26 and believed this was related to an occlusion issue, but there was no history of earlier or recurring occlusions that day. There was no adverse impact to the customer's blood glucose level. Customer changed infusion set and cartridge, resumed insulin delivery, and confirmed that further assistance was not necessary, so technical support closed case.